Manufacturer narrative:
Information contained in this report was previously submitted through asr on 16/oct/2012. In response to FDA report number: mw5099910. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "hardness" and "changing shape" and possible rupture. Additionally reported was patient's concern with the product. The device has been explanted.